Event description:
The device was during a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.